Event description:
In 2001, the physician closed the arteriotomy with the closer tsl6 fr. Device following an interventional procedure performed on a pt with a premedical history of type 2 diabetes. No antibiotics were administered before or after the procedure. One week post procedure, the pt presented to the dr's office with pus being expelled from pt's groin. The pt went to surgery and had the abscess removed. Was put on antibiotics and is doing fine. It was also noted that the pt had a yeast infection in the groin, a viral infection lasting 2 1/2 years from a spider bite, and the pt had a history of strep.